Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The reported field event of an inability to insert the lead into the header was not confirmed in the laboratory. Test leads were able to be fully inserted into the lead bore normally. The cause of the reported noise and lead insertion anomalies could not be determined. (B)(4).

Event description:
It was reported that through remote transmission, the non-sustained rv lead noise and high impedance were observed on stored egms. The lead was suspected to be loosened. During a procedure to reconnect the lead, the physician could not fully insert the lead into the device header. The device was explanted and replaced. The lead was successfully connected to the new device. The patient was stable post procedure.